Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the venous luer adapter was cracked and leaking. The catheter was repaired and there was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Based on the complaint record information, the actual device involved was a palindrome catheter; however the sample received was a mahurkar catheter. A visual evaluation was performed and it was observed that the catheter showed signs of use and the venous (blue) adapter was not present. The catheter was review and as result no issues were found. In addition, the arterial (red) adapter did not show marks that indicated the use of an instrument. The reported condition was not confirmed. An ishikawa diagram was used to determine the potential causes for this event. The instructions for use (IFU) states that the customer has to perform an inspection before using the device. It cautions to not use the catheter if it is damaged or appears defective and the over tightening the catheter connections can crack some adapters. Based on the event description the catheter was being used. This implies that the catheter functioned as intended for an undetermined amount of time and the issue was not identified prior to use. Based on the available information, it can be concluded that product was manufactured according to specifications. For this reason the adapter was more likely damaged during use and the most possible root cause can be considered as most likely catheter over tightening. No evidence was found to link this event to a manufacturing related cause. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review the health hazard evaluation (hhe) criteria applicability. An hhe was opened before to address this event. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the venous luer adapter was cracked and leaking. The catheter was repaired and there was no harm to the patient.